Event description:
The er320 was used during a laparoscopic cholecystectomy. It was reported the clips were spitting due to jaw misalignment. The clips were retrieved from the patient. Another er320 was opened to complete the case. There was no consequence to the patient.